Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-00918. Follow up information indicated the patient had surgery to explant the scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2018-00918. It was reported the patient had a fall and was getting diminished relief. The patient saw the dr. And had x rays which showed the left lead had migrated. The patient will be discussing with the doctor a surgery to explant the scs system.